Event description:
A falsely elevated cctn reuslt of 18.12 ng/ml was obtained on a patient sample. The result was reported. A second sample was tested and a result of 0.03 ng/ml was obtained. The initial sample was retested the next day on the stratus cs analyzer and on another stratus cs analyzer, and results of 0.04 and 0.02 ng/ml were obtained, respectively. Patient was treated with heparin but it is unknown if the decision was made based on the falsely elevated ctni result. The was no report of adverse health consequences as a result of the falsely elevated ctni result. Analysis of instrument data did not indicate a device failure. Sample handling was the most likely cause of erroneous result. Blood collection tube manufacturers recommend a minimum of 10 minutes of centrifugation time. The laboratorian reported to centrifuge patient sample for 5 minutes only.